Manufacturer narrative:
The vessle sealer extend (vse) instrument has not been returned for failure analysis.

Event description:
It was initially reported that during a da vinci-assisted lobectomy procedure, there was an unspecified cutting issue involving a vessel sealer extend (vse) instrument. Intuitive surgical, inc. (Isi) followed up with a physician who was present during the case and obtained the following additional information regarding the reported event: during the case, the vse instrument initially functioned normally and was used for about five minutes. After a sealing cycle and cutting were completed, the surgeon attempted to open the instrument tip, but the jaws would not open. It is unknown if the customer attempt to use the instrument's release mechanism. No patient injury or unexpected bleeding occurred. The customer clarified that the vse instrument did not have a cutting issue as initially reported.